Event description:
It was reported during testing performed by a getinge representative, that the battery for the c300 intra-aortic balloon pump (iabp) was displaying a voltage and charge current below factory specifications. It was noted that the iabp unit involved was being prepared for shipment and international delivery, was never used, and was in the getinge warehouse as stock. Since the event occurred during testing, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge representative reported that the iabp unit was released for clinical use and returned to the getinge central warehouse available for sales.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge representative replaced the front end board then performed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit is currently being tested and has not been cleared for clinical use. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported during testing performed by a getinge representative, that the battery for the c300 intra-aortic balloon pump (iabp) was displaying a voltage and charge current below factory specifications. It was noted that the iabp unit involved was being prepared for shipment and international delivery, was never used, and was in the getinge warehouse as stock. Since the event occurred during testing, there was no patient involvement and no adverse event was reported.